Event description:
Please be advised that while investigating an event involving one of our products, (B)(6). Noted a potential adverse event regarding a non-(B)(6), inc. Product. It was reported by the caller that while doing a fluoroscopy less atrial fibrillation procedure, the physician performed a transseptal puncture to gain access to the left atrium. The physician was having difficulty visualizing the abbott sl0 transeptal sheath dilator and guide wire as they were crossing through to the left atrium from the right atrium. While advancing the dilator and guide wire of the abbott sl0 transeptal sheath into the to the left atrium, the left lateral wall of the left atrium near the left atrial appendage, was dissected. The pericardial effusion was detected on the intracardiac echo ultrasound image. The blood pressure dropped. The pericardiocentesis was performed in which 500 milliliters was removed from the pericardial space and re-transfused into the patient. After about 15-20 minutes, the effusion was cleared. The physician continued monitoring the patient for another 10 minutes to make sure the patient was stable. The patient remained stable. The procedure was aborted. Physician¿s opinion on the cause of the issue was dissection of left lateral wall of the left atrium with the abbott sl0 transeptal sheath guide wire. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).